Event description:
It was reported that the patient's therapy stopped working in (B)(6) 2014, and there is no stimulation sensation. The patient reported that their implantable neurostimulator (ins) moved and was now on their spine per their pain management doctor. The patient is working with the doctor to have the ins removed, but they are having trouble finding a surgeon to explant the device. A local physicians listing was provided to the patient. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 7495lz51, serial# (B)(4), implanted: (B)(6) 2002, product type: extension; product ID 3887-28, lot# j0210084v, implanted: (B)(6) 2002, product type: lead; product ID 7434a, serial# (B)(4), implanted: (B)(6) 2002, product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported the patient was having a hard time finding a health care provider (hcp) to replace their device. They further noted the battery was not working at all because the battery was dead. The patient reported the implantable neurostimulator (ins) was "leaning on their spine" causing sciatic pain and was also "moving all over the place."the issue began approximate 4 months prior to the call which is when the return of their symptoms, reflex sympathetic dystrophy, also began. The patient also has sweating and aching, and pain in their left arm. The patient had also recently had an epidural.

Event description:
Additional information received reported that the patient found a new doctor and would be having her device replaced. The patient wanted to make sure the manufacturer's representative (rep) was there at the surgery for the new implant. On (B)(6), the patient further noted they had not had the replacement surgery yet. The surgery was scheduled for one to two weeks ago but there was an issue with insurance approving an outpatient service. They were still working with the insurance company to get the replacement surgery approved. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.